Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors were damaged and not in working. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 27, 2022 - may 28, 2022. Two (2) actual devices were received for evaluation. Visual inspection was performed using the naked eye which showed no evidence of broken or damaged. The units were observed to be in normal condition. A functional flow rate test was performed and the results were found to be within the product specification range. During the flow test, no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.